Event description:
On (B)(6) 2009, stryker biotech received a report of a 'severe post op infection' in an unidentified pt who received an op-1 product on an unk date. The physician reported that he did not know whether the infection was related to the op-1 or not. Add'l info will be requested.